Event description:
The user reported that the pt was experiencing excessive bleeding at their esophagectomy site and had received a blood transfusion prior to device removal. The device was being removed to determine location of the bleeding. They used excessive force with biopsy forceps to grab the proximal suture and it broke. The physician attempted to remove the device by grabbing the proximal strut, the device did move proximally but they were unable to remove it. The suture was discarded. The patient continued to experience excessive bleeding, the procedure was stopped and the pt was referred to another facility in order for a thoracic surgeon to remove the device. The physician felt the device may be controlling some of the bleeding and a surgeon should be available. The device was removed without further incident by the thoracic surgeon. No device will be returned. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. The implant date was not provided and is an estimate. The user did not provide a lot number. A review of the device history record and complaint database for lot specific info could not be completed. A follow up report will be submitted if additional info becomes available.